Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level of 400 mg/dl. The customer had two infusion sets with bent cannula that was causing the high blood glucose. The customer was advised of the proper techniques for infusion set insertion and how to avoid bent cannulas on their infusion set. The customer did not troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.